Event description:
Based on the information from the customer the gown a9040na had strike through on the sleeve. The patient had (B)(6). Several attempts were made to gather more information for this report, however the doctor would not provide any additional information.

Manufacturer narrative:
One decontaminated sample received, gown (B)(4). Left sleeve has evidence of blood on the exterior part. Cuff is clean, does not have any blood on it. The interior of the sleeve shows shadowing due to large amount of blood on the exterior. Material is intact. There is no indication of material failure that would pose as a risk of strike through.  Right sleeve has indication of blood on exterior and blood saturation of the cuff. There is blood on the interior but it is due to the cuff being saturated. Material is intact. No indication of material failure.  A device history record (DHR) review was completed on lot# 0726cw. Product was manufactured on march 15th 2016. No quality issues were reported. The root cause is saturation of the cuff and blood leaking to the interior of the sleeve. There was no indication of failure in the material. No corrective action at this time, however we will continue to monitor the trend of this type of incident.